Event description:
When the user opened the package of zebd-7-7, a kink was found in pigtail. He attempted to continue the procedure but it couldn't be used, so he used another device from same rpn (unknown lot#) stored in hospital. No health hazard. The patient was recovered on (B)(6)2023. User's comment: I think there is no problem with how to use it since it was kink from the beginning. Rep's comment: I agree with the user's comments as this is a product he uses regularly. [Additional information] 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact soon after opening the package. 2 what was the target location for the stent? 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* boston scientific/endselector 0.025. 5 was the wire guide lubricated prior to use? Unknown 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? Yes. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11 if not with the device in question, how was the procedure finished? Pls. Refer in description of event. 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? Unknown for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf-260v. 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown 6 was resistance encountered when advancing the wire guide to the target location? No 7 was resistance encountered when advancing the introduction system in place to the target location? No 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? No 12 was resistance encountered when advancing the stent through the obstructed area? No 13 after placement, was stent position verified? N/a 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes. Gw 25 did the patient require any additional procedures as a result of this event? No 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2082106 of zebd-7-7 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 01 dec 2023. Visual inspection: stent and introducer are returned. Kink observed on 3rd portal of the pigtail curve on the tapered end. Functional inspection: 0.035-inch wire guide does not pass the kink. An additional file, (B)(4), was opened to investigate the user error of an incorrect wire guide used with the replacement device and the user error of the user attempting to use the original damaged zebd-7-7 device in the procedure. Manufacturing records: prior to distribution, all zebd-7-7 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-7-7 device of lot number c2082106 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2082106. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) additional files have been opened to capture the user error of the incorrect sized wireguide with the replacement device ((B)(4)) the user error of the user attempting to use the original damaged zebd-7-7 device in the procedure ((B)(4)). The japanese packaging insert ((B)(6)) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the device becoming kinked while the stent was being straightened as it was being loaded onto the wire-guide. As per additional information in the patient/event info - notes, it was confirmed that a pigtail straightener was used to straighten the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, pigtail of a stent was kinked. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the device becoming kinked while the stent was being straightened as it was being loaded onto the wire-guide. As per additional information in the patient/event info - notes, it was confirmed that a pigtail straightener was used to straighten the stent.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 27-may-2024.